Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error 25913. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the c-00 errors on the integrated electrosurgical unit (iesu) or erbe returned. Error logs showed 25913 error reporting from the erbe. Technical support engineer (tse) had customer try a hard power cycle of the erbe, but the error did not clear. The customer was unsure if they had a third-party energy to use for the cases. No known impact or patient consequence was reported.